Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. During the revision, the ipg was not charged and the physician accidentally used bovi over the ipg. The physician replaced patient's ipg and added extensions. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.